Event description:
It was reported that the rv lead was explanted due to an apparent lead fracture. No patient complications were reported as a result of this event

Event description:
It was reported that the rv (right ventricular) lead was explanted due to an apparent fracture. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Evaluation summary: proximal conductor fractured; full lead was returned for analysis. Review of save-to-disk data found high ventricular impedance. Other: it was reported that the rv (right ventricular) lead was explanted due to an apparent fracture. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: component/subassembly failure. Lead conductor. Device was out of specification in a manner that relates to event, lead(s), fracture of.